Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available

Event description:
Material no.: 930415. Batch no.: unknown. It was reported by the distributor that the patient developed post operative skin and soft tissue infection. Per manufacturer notice: the doctor reports that a few days after a [omitted] patient had a laparoscopic tubal ligation procedure the patient developed a serious post operative skin and soft tissue infection. The patient was treated with antibiotics and also went to the hospital.